Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while meal announcing with the ilet, with a blood glucose value of 290 mg/dl and insufficient insulin coverage; the user was overdue for an infusion set change since the last full change occurred several days prior, and 65 units of insulin remained in the cartridge. Symptoms included elevated blood glucose without reported physical complaints. Outcomes included onsite troubleshooting and user education without hospitalization. Investigation included user interview and device use assessment, which identified an overdue infusion set and connector as potential contributors to reduced insulin delivery effectiveness. Investigation of this case revealed probable infusion site or connector-related delivery inefficiency associated with an overdue set change; the device and insulin cartridge remained in use with instructions to replace the inset and connector. It was concluded, based on previously established findings for similar reports, that the cause was unclear due to multiple potential factors related to infusion set wear and site integrity. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.